Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient underwent a total left knee arthroplasty and reports experiencing a rash on her knee. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2017-00018.